Event description:
It was reported that the user experienced difficulty establishing drops during a supply change and observed that a fiasp prefilled pumpcart cartridge was cracked and leaking; after replacing all supplies, drops were not seen until 39 units had been delivered during priming, after which the user completed the supply change without further assistance. Symptoms included no reported adverse clinical effects. Outcomes included no alerts, no alarms, and no medical intervention. Customer care provided guided troubleshooting during the call. Investigation of this case revealed a cracked, leaking prefilled cartridge associated with delayed drop formation during priming, which was resolved after continued priming to 39 units and supply replacement. It was concluded, based on previously established findings for similar reports, that the cause was a damaged prefilled cartridge from the drug cartridge supplier rather than a malfunction of the ilet pump system.